Event description:
While preparing the pump system for use prior to cardiopulmonary bypass surgery, a popping sound was heard, and the odor of overheated electrical circuit was reported. There were no injuries to the user or patient as a consequence of this event.